Manufacturer narrative:
(B)(4).

Event description:
A report has been received from a peritoneal dialysis user facility reporting the following: that the pt was having extreme shoulder pain. Noticed when removing cassette from cycler that it was leaking from the back side of it. The pt called and notified the nurse at this clinic. Reportedly, the pt came in to this unit for cultures and treatment per protocol. The facility was contacted for additional information on this event. It was learned in speaking with the nurse that this pt received an antibiotic for this event as a prophylactic measure. The rn reported that the pt was in a lot of pain as air was getting in. The pt discarded the set and lot number is unk. The pt is reportedly fine able to continue peritoneal dialysis as prescribed.